Manufacturer narrative:
The evaluation found sharp dents on probe unit at the distal end of the endoscope; passed the leakage test. Additionally, the angulations are below specifications and the control knob movement is loose. A review of the device repair history shows the asset was last service via repair on november 17, 2020 due to a cracked bending section cover adhesive. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a returned asset, the ultrasonic gastro-videoscope was found to have sharp dents on probe unit at the distal end of the endoscope. There was no alleged problems associated with the device and there was no report of patient injury or harm.

Manufacturer narrative:
This supplemental report is being submitted, to provide a correction to the original medical device report. Upon further review, the legal manufacturer has determined, the reported event for this device is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.